Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery (rcfa) with the proglide device via an 8fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when attempting to pre-place the suture of the proglide device in the rcfa, a posterior cuff miss occurred. A second proglide device was used to successfully pre-place the suture using the preclose technique. Suture placement was achieved in the left common femoral artery (lcfa) with two proglide devices via an 8 fr sheath using the preclose technique. The aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed proglide sutures. There were no reported adverse patient sequelae or clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the needle to cuff miss; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.